Manufacturer narrative:
The software investigation found that the reported event was due to user error and that no software failure was found. The system number from the logs matched with the one in software. 3 application sessions were available. One of them logged the evidence of instrument verification failure. Non-invasive patient tracker (nipt), instrument tracker and registration probe were found to be connected. It was noticed that registration probe verification failed for multiple times due to distance criteria error(failed for 45 times). Finally the user could verify the registration probe and performed registration with accuracy of 1.8 millimeters. During navigation, 70 degree curved suction was found to be connected and it could not be verified successfully due to distance and angle criteria. User then connected registration probe again which could not be verified due to distance criteria. Based on the log analysis, issue was observed due to user error as proper distance and angle were not maintained during instrument verification. No issues were observed with application. Codes: b01, c19, d11 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that while attempting to verify instruments, the site was unable to track any of the instruments. The patient tracker geometry error was 1.8, so it was swapped out and the value on the new tracker was 1, but were still unable to be verify any instruments. The site moved everything away from the field and could not find any other potential sources of interference to mitigate. The surgeon opted to proceed without navigation, so the side emitter was not used. It was noted that there was no known metal implanted in the patient. There was no impact on patient outcome and the issue caused a less than 1 hour delay.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, serial/lot #: (B)(6). H3,h6: a medtronic representative went to the site to test the equipment. Testing revealed that there were no failures found. It was noted that every instrument that was tried for navigation worked without any issues. The imaging system then passed the system checkout and was found to be fully functional. Codes b01,c19,d14 are applicable.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H3) the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The system number from the logs matched with the one in software. 3 application sessions were available. One of them logged the evidence of instrument verification failure. Non-invasive patient tracker (nipt), instrument tracker and registration probe were found to be connected. It was noticed that registration probe verification failed for multiple times due to distance criteria error (failed for 45 times). Codes: b01, c10, d18. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.